Event description:
It was reported to boston scientific corporation that a cellebrity cytology brush was used during a biopsy procedure performed on (B)(6) 2012. According to the complainant, the device broke inside the scope. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "okay."

Event description:
It was reported to boston scientific corporation that a celebrity cytology brush was used during a biopsy procedure performed on (B)(6), 2012. According to the complainant, the device broke inside the scope. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "okay."

Manufacturer narrative:
(B)(4) for the reported event: brush broke. The complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Visual evaluation of the returned device found the outer sheath to be kinked at the distal end. The outer sheath had detached from the handle, but the clear strain relief remained attached and it was also kinked at the distal end. Less than two threads were visible at the proximal end of the handle cap, and indentations were found on the outer sheath to indicate the cap was tightened during manufacturing. The outer sheath was removed from the drive wire. The drive wire, which was still attached to the handle, was kinked in several locations. The device handle functioned smoothly. The condition of the returned device was consistent with the complaint that the device broke; the complaint was confirmed. The most probable root cause of the defects identified is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no other complaints exist for the specified lot. It was initially reported that the device broke and, since the customer was unable to provide clarification of the damage to the device, the event was considered MDR-reportable. However, the investigation found that the outer sheath was detached from the handle outside the patient. The event is no longer considered MDR-reportable.